Manufacturer narrative:
Device was used for treatment, not diagnosis. Device manufacture date: the device manufacture date is unavailable. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an animal research procedure it was observed that the electric pen drive device (e-pen) console on the e-pen drive goes on without the hand switch being attached. It was reported that it was impossible to control the speed and turn the on/off option. It was reported that no pedal was available. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was documented in the initial medwatch report that this device represented 1 of 2 devices involved in the same event. Information received from the reporter stated that the second device (hand switch device) was entered in error. Therefore, as there was no alleged malfunction with the second device, the initial report represents only one device that is involved in the reported event. Correction h4, d4: the device manufacture date was documented as unknown in the initial medwatch report. The date of manufacture has been updated to mar. 29, 2016. The UDI has been updated accordingly. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The electric pen drive device was evaluated and the reported condition that the device goes on without the hand switch attached was confirmed. An assessment was performed and it was observed that the device started running by itself as soon as it was connected to console. During repair it was observed that the device¿s motor and electronic control unit (ecu) was damaged, there was an unknown liquid substance found on the device¿s housing, and the motor and ecu had an unknown substance on them. The assignable root cause of this condition was determined to be due to improper cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.